Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were problems with the stapler . When the surgeon performed the first shot, the stapler was defective. The device cut, however, did not staple the tissue in a video laparoscopy bariatric procedure, and it was necessary to open a new stapler to proceed with the procedure. There was a 10 minute delay in the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.